Event description:
The lay user/pt contacted lifescan (lfs) alleging that her one touch ultramini meter was not powering on. The medical surveillance specialist (mss) spoke with the pt on february 26, 2009 and obtained the following info. The pt reported that the alleged power issue began on the afternoon of the month prior. The pt stated that she is pregnant and currently tests 6x/day (before and after meals); however, does not manage her diabetes with medication. The pt reported that she continued to test her blood glucose as usual with her backup meter (brand unk) when the subject meter stopped powering on. Approximately 2 days after the alleged issue began, the pt stated that she went to the emergency room (ER) because she did not feel well. The pt reported having symptoms of nausea, lightheadedness, and vomiting. The pt stated the vomiting began the night before the ER visit. While in the ER, the pt claimed they tested her blood glucose and obtained a low reading (result not recalled). The pt reported that she was treated with a glucose tablet for the low sugar, but also received treatment for low potassium and dehydration. Prior to going to the emergency room, the pt stated that she had tested with her backup meter earlier that day and obtained blood glucose readings that she considered normal (in the 90 and low 100 mg/dl range). The pt attributed the low blood glucose reading obtained at the hospital to being sick (flu and sinus infection). At the time of troubleshooting, the customer care advocate noted that the pt reported that there was moisture in the battery compartment. This complaint is being reported because the pt claims she was unable to test her blood glucose with the subject meter due to the reported issue and reportedly was treated for a low blood glucose by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.